Manufacturer narrative:
Date returned to mfg 6/12/2024. One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal and a worn upstream occlusion seal. There was a 'system fault 41,622' revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the small debris that was blocking the gears was the root cause. Preventative maintenance was performed. The downstream occlusion seal, and upstream occlusion seal were replaced.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 41622. There was no patient involvement, and no patient harm/adverse event was reported.